Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information there is a hair in the second packaging. The device was not opened because the hair could be seen inside.